Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage at septum nurses in the use of suzhou bidi medical devices co., ltd. 24g closed-type intravenous needles, found that the 4081466 batch of closed-type intravenous needles frequently seepage of blood at the end of the isolation of the phenomenon, each time such a situation has to be re-launched the needle to increase the risk of infection of the children, when the report to the relevant departments, the manufacturer's representative was informed of the replacement of this batch of the indwelling needles.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4081466 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was 99,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate the leakage at the septum. 2. No defective samples and photos have been received for the complaint. 3. As the plant received similar complaints from other batches of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the production process, and no similar complaints have been received from other hospitals regarding this batch of products. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.